Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the physician was performing a procedure unrelated to the scs system and damaged the lead. The physician opted to replace the lead during the procedure. It was reported the product was discarded. Follow up identified the pt received stimulation coverage postoperative.